Event description:
The customer reported that the insulin pump shut off with no prior alert. The customer replaced the battery and confirmed that the device was still turning off without a low battery alert. Blood glucose level at the time of the call was 207 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Pump monitored for several days and no blank display noted. Pump received with normal operating currents. No damage found on the lcd isolation tape noted. No unexpected off no power alarm noted. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked battery tube threads.